Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity error occurred in address 11 1a on (B)(6) 2015. Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4).